Event description:
It was reported that the customer experienced a loud alarm that was sounding frequently. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support, and no further action was needed.